Event description:
It was reported that a patient was experiencing electrical faults from their controller. The site called for a visit by a clinical engineer. Service report from the clinical engineer dated (B)(6) 2015: the evaluation states that the log files are indicative of potential contamination and a cleaning procedure was recommended; "contamination observed on connector pins." The cleaning was done in an outpatient setting and the patient did not have to be prepared for the procedure. The patient tolerated the cleaning procedure and controller exchange well. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information for use states: failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Device still implanted in patient.